Manufacturer narrative:
Continuation of concomitant products: d314trg crt-d implanted (B)(6) 2013.

Event description:
It was reported that the patient experienced an open and infected device implant site. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.